Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device was replaced to avoid invivo battery depletion. A catheter occlusion was also noted. The drugs infused via the pump included morphine sulphate and bupivacaine.